Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on (B)(6) 2011; subsequently expired on (B)(6) 2011 after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported and associated with mdrs #1225714-2013-00229, 1225714-2013-00230, 1225714-2013-00480, 1225714-2013-00481, 1225714-2013-00482.